Manufacturer narrative:
(B)(4).

Event description:
Physician reported that the patient's device settings had changed without intentional programming by the physician.

Manufacturer narrative:
Unique identifier (UDI) #", corrected data: follow-up report #1 inadvertently listed the wrong UDI#.

Event description:
Additional investigation of this issue was performed via review of log files and it was revealed that this issue was due to a partial programming. During programming of new output currents, the output current is first cleared to 0 ma and then the new output current is programmed. However, due to disrupting in this programming process, the device output currents were cleared to 0 ma and the new output currents were not successfully programmed. Per labeling, if any parameter changes were made during a patient visit, it is recommended to perform a final interrogation prior to the end of the patient visit in order to confirm the generator is set to the desired values.